Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker exhibited high pacing impedance. The next day, it was noted that the impedance stabilized in range. No additional intervention was performed. The patient was in stable condition.